Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic region / chronic pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal bleeding)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B30427,c03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, gravida I and parity 1. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, cystoscopy and endometrial ablation in (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the genital haemorrhage, vaginal discharge and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - she had 1 coil. On the left, she had 2-3 coils. On an unspecified date, the patient underwent tubal ligation. Current weight 296 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 134.24 kgs. Ultrasound scan vagina - in september 2014: total bilateral occlusion. Lot number: b30427, exp date: 01-may-2016. Lot number: c03095, exp date: 01-dec-2016. Amendment: the report was amended for the following reason: significant amendment done - ppc codes were added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic region / chronic pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal bleeding)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B30427,c03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, gravida I and parity 1. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, cystoscopy and endometrial ablation in (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the genital haemorrhage, vaginal discharge and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - she had 1 coil. On the left, she had 2-3 coils. On an unspecified date, the patient underwent tubal ligation. Current weight 296 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 134.24 kgs. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Lot number:b30427 manufacture date: 2013-05 expiration date:2016-05-31. Lot number:c03095 manufacture date: 2013-12-07 expiration date:2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic region / chronic pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal bleeding)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B30427,c03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, gravida I and parity 1. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, cystoscopy and endometrial ablation in (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the genital haemorrhage, vaginal discharge and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details - she had 1 coil. On the left, she had 2-3 coils. On an unspecified date, the patient underwent tubal ligation. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Lot number - b30427, exp date - 01-may-2016. Lot number - c03095, exp date - 01-dec-2016. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs and mr received : lot number added. Reporter and patient demographics were added. Medical history and concomitant drug added. Updated suspect drug indication. Event "injury" updated with new events - pelvic region, menorrhagia, vaginal bleeding, vaginal discharge, heavy bleeding, endometriosis added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.